Manufacturer narrative:
D10: b284179 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6), 320-06-38 - glenosphere 38mm, (B)(6), 320-15-04 - rs glenoid plate r post aug, 8 deg, right, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 321-52-07 - 3.2mm drill bit sterile, (B)(6), 322-10-00 - humeral adapter tray, +0, (B)(6), 322-38-00 - 145-deg pe 38mm hum liner +0. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 60 yo male patient, who had a reverse shoulder revision prior, underwent another reverse revision. The patient complained of pain. Surgeon determined it was instability of the poly. A poly swap was done. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return due to chain of command. No device images were provided. This is 1 of 2 cases for this patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: b, c, d. The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. An additional contributing factor to the revision may have been inclusion of the polyethylene in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.